Manufacturer narrative:
Insulin pump had no unexpected button error alarms noted. All button functioned properly. However, insulin pump had corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 171 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the button error occurred after she did not take her blood glucose reading after the insulin pump alerted her to. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.